Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global the following information was provided by the initial reporter, translated from japanese to english: this is a complaint about leakage occurred from the connector during use.

Manufacturer narrative:
Investigation results: the complaint of leakage was confirmed, and the cause appeared to be manufacturing related. Six photographs and (B)(4) 24g insyte autoguard devices were provided for investigation. A breach was observed in two of yellow catheter adapters, which allowed fluid to leak. The breach appeared to be the result of a molding defect, and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.